Event description:
It was reported that the image was fuzzy and would clear up. The customer had to turn the avl system off and back on to use it. The procedure was completed with no patient injury reported.

Manufacturer narrative:
During troubleshooting, the biomed was only able to reproduce the failure once. He was not sure the baton was the problem. He called back to say that the monitor was flickering although there were no batons attached. The system was returned to the manufacturer but we were unable to verify the reported failure.